Event description:
It was reported the patient experienced a surging sensation. It was noted that over the two months prior to call the patient had a surging sensation with positional change. It was reported the stimulation would surge and then shut off. It was noted the patient would then turn stimulation on with the programmer. It was reported the status of the stimulation was not checked prior to turning stimulation on. It was noted the surging stimulation was random and did not correspond with a certain position. It was reported the problem only occurred with adaptive stimulation. It was noted the patient¿s programmers top row icons were blinking. It was reported no diagnostics were performed, no malfunction was seen, and no intervention was taken. It was noted that the patient was receiving therapy.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).